Event description:
It was reported that after charging the pump and disconnecting the power cable from the pump, the customer observed a spark from the usb port on the pump. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up supplemental report will be submitted.